Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia because the soft cannula of the infusion set was "kinked". The patient was hospitalized for 4 days. The type of treatment given was not provided. The blood glucose results at the hospital were not provided. No other information was provided. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.